Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: unknown batch#: unknown. It was reported by the customer that; insulin coming out of base of springe needle instead of the main needle tip. Verbatim: rcc received a complaint via email. Email(s) attached. ¿ caller reported insulin coming out of base of springe needle instead of the main needle tip . ¿ with how many syringes/needles did the caller experience the issue? ¿ one ¿ is product available for return to bd? ¿ no ¿ product lot # - w1426286 ¿ did issue cause any injury? - no ¿ how did the customer resolve the issue? ¿ changed syringe only and successfully filled a cartridge with insulin. Resolution ¿ no further tandem follow up is required.

Manufacturer narrative:
Pr (B)(4) correction following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.